Event description:
Crm received information that this patient had fallen out of bed and lead dislodgement was suspected with this dextrus lead. The lead was exhibiting no capture despite maximum device outputs and low sensing. Therefore, a revision procedure was performed. The lead was repositioned to a good location, but no pacing was observed utilizing a pacing system analyzer (psa). Therefore , the lead was explanted and replaced. Visual inspection of the lead noted tissue in the helix.